Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic area') and genital haemorrhage ('gen. Abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 861398-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam and alprazolam (xanax). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and nausea ("nausea."), 11 days after insertion of essure. In (B)(6) 2014, the patient experienced anxiety ("mental anguish, anxiety") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, anxiety, depression and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2014 (summons) and (B)(6) 2013 (pfs). Patient received treatment for pelvic/ abdominal pain, gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Lot number reported ( 861398 ) is invalid. Most recent follow-up information incorporated above includes: on 6-nov-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2013 (pfs). Patient received treatment for pelvic/ abdominal pain, gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Events added from pfs- abdominal pain, gen. Abnormal bleeding, psych injury. Event pelvic pain outcome were updated. Lab data, reporter details, patient demographics, essure indication, insertion date were added. Outcome of pelvic pain updated to resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic area') and genital haemorrhage ('gen. Abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 861398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam and alprazolam (xanax). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and nausea ("nausea."), 11 days after insertion of essure. In (B)(6) 2014, the patient experienced anxiety ("mental anguish,anxiety") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, chronic") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, anxiety, depression and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014 (summons) and (B)(6) 2013 (pfs). Patient received treatment for pelvic/ abdominal pain, gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received : lot number added. Following events were added : abnormal vaginal bleeding, menorrhagia, depression, mental anguish/anxiety, nausea. Reporter information,concomitant products added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.